Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device failed to discharge via paddles. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. During subsequent testing the facility's biomed department observed the malfunction once, however was unable to duplicate the malfunction.